Manufacturer narrative:
A request for the return on the device was made. The pump has not been returned to baxter and the customer has performed their own evaluation without providing additional information to baxter. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Report received via email from baxter affiliate in which a customer reports an overinfusion on an as50 pump. No additional information provided by the customer. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics or the set up of the infusion device. The hospital representative has not stated whether any records of patient injury or intervention were involved with the pump since the last baxter service event. No additional information is available.